Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge to address the issue.